Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that in passing with the surgeon, during an unknown procedure, the device fired as intended. However, before the firing sequence, the force to insert and extract the trocar was greater than normal while pulling apart and the bowel became torn; it was repaired using suture. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded. No further details are available.